Event description:
Hurt/pain tongue [glossodynia] brush head fell apart in mouth, first a metal part and then the entire brush head fell off - oral-b [device breakage] case narrative: 63 year old female consumer via phone stated that the oral-b pro cross action toothbrush head fell apart in her mouth - first a metal part and then the entire toothbrush head fell off. It hurt her tongue. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.